Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to feel a stimulation sensation. The patient was able to change programs and increase stimulation all the way up, but she was still unable to feel stimulation. The patient had gone ot the neurologist on (B)(6) 2011 who turned off the neurostimulator in order to do an unknown test. Additional information received reported that the patient's device was interrogated at her physician's office. The physician noted "all electrode pairs are functioning case through 3 and zero through 21 through 3 are less than 50 on the impedances." Programs 1 and 3 were reprogrammed, and program 2 was left as it was upon arrival. The patient was able to feel stimulation after reprogramming.